Event description:
It was reported that the patient was experiencing inadequate stimulation and the patient stated that the spinal cord stimulation (scs) was not implanted properly. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned.